Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event number: 2. Customer reports 3 different patients who received 5fu too rapidly. The patients were to receive the medication over a 46 hour period, one patient received the total dose with still 13 hours to go, the patient had severe nausea and diarrhea and had to be hydrated and later was admitted to the hospital with neutropenic fever (customer verbalized that the hospitalization may have been from other chemo medications). This was the customers first round of chemo. The second customer infused 6 hour too soon, customer has had this chemo treatment prior no complaints voiced by the patient. The 3rd patient has had this treatment prior. The customer was not sure how rapidly the medication infused, however it was to be completed on sunday, and the medication infused totally by saturday, unknown if there was any patient injury.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample. The device was not returned for evaluation. Without the actual sample, a thorough investigation could not be performed. A historical review of the complaint database identified no adverse trends for product code (B)(4). If a sample and/or additional pertinent information becomes available, a follow up will be submitted.